Manufacturer narrative:
The rod is not available for investigation, the package will be returned. On 11 may 2017 the washing and packaging manager performed a preliminary investigation based on the available image and commented as follows: the involved side is the one sealed by the packaging supplier: the failure of the sealing could have been caused by the shipping process. These implants are now packed with double blisters, so the issue could not re-occur with that new packaging design. Batch review performed on 08 may 2017. (B)(4).

Event description:
When opening the rod outer box, part of the inner sterile package was found opened and the rod was protruded. Outer sterile package seemed no damaged. Since there were no enough rods at that time, the rod was used for the surgery.

Manufacturer narrative:
On (B)(6) 2017 medacta international received the faulty packaging for further investigation. On (B)(6) 2017 the washing and packaging manager performed a visual inspection of the retrieved packaging and commented as follows: the involved packaging was inspected and it was confirmed that the involved side is the one sealed by the packaging supplier, so that the failure of the sealing could have been caused by the shipping process, as already reported in the preliminary investigation.